Event description:
(B)(4). Initial report: this non-serious spontaneous case from (B)(6) was reported by a physician to a sales representative and forwarded by our local affiliate (B)(4). This case was considered a rumor case. This case involves a female pt (age nos) who received poly-l-lactic acid therapy on an unspecified date. Relevant medical history and concomitant medication info were not mentioned. On an unk date, the pt developed edema, although the reporter could not confirm that the pt actually experienced this. It is unk if any corrective treatment was provided. Event outcome is unk. Per our affiliate, no further info is available as the reporter could not remember the details and he did not provide any contact info. A ptc (pharmaceutical technical complaint) has been initiated: (B)(4). Reporter's causality assessment: not provided. Additional info received on (B)(6) 2008: ptc results revealed: brr (batch record review) without hint to root cause. No results, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(6). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.